Event description:
The user facility reported that their system 1e processor was leaking water out onto the floor where the unit was located. User facility personnel shut off the water supply and service was called. No procedural delays/cancellations or injuries were reported. Property damage was reported.

Manufacturer narrative:
A steris service technician arrived onsite and observed an estimated 3 gallons of water had leaked from the system 1e processor. The technician turned on the water supply and observed a leak located at the 90 degree factory crimp fitting female swivel installed to the uv outlet port. The technician inspected the swivel and found it was not fully tightened onto the port. The fitting itself was not damaged. The leak is attributed to inadequate tightening of the connection during prior service activity. The technician will be retrained on the proper installation procedure. Two diagnostic cycles were completed and the unit was found operational. No further issues have been reported.